Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient data indicated that a therapy was delivered, but the episode was not recorded. It was further noted that the episode started as ventricular tachycardia with no therapies programmed, so the ventricular tachycardia continued until it turned into ventricular fibrillation. The anti-tachycardia pacing was unsuccessfully delivered, but the defibrillation therapy put the patient back into ventricular tachycardia. The ventricular tachycardia episode self terminated. The device remains in use. No patient complications were reported as a result of this event.